Event description:
During surgery, it was found that the there was no set screw in the package, also the package did not have the space for the set screw. The nail and a back-up set screw were used. The package was discarded. On (B)(6) 2012, additional information: according to the sales rep, the foam for the set screw inside the package did not have the space/window for the set screw. In another words, the foam was not hollowed out for the set screw.

Manufacturer narrative:
Device packaging was discarded by the hospital. Once the investigation has been completed any additional information will be reported in a supplemental report.